Event description:
It was reported that diminished vaporization was observed with the first fiber. ¿fiber did not appear to be dissolving the tissue. Clear coating on fiber tip was sticking up.¿ the fiber was exchanged and the same result was experienced with the second fiber. ¿fiber did not appear to be dissolving the tissue.¿ the procedure was completed with an alternate procedure (turp). This report is for the second fiber used.

Manufacturer narrative:
Device avail for eval and date returned updated. Device returned to MFR and evaluated by MFR updated. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the proximal side of fiber/cap fusion zone near the metal cap output window; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the outer flow tubing show signs of melting at the location of the fracture; the glass cap exhibits mild devitrification; the metal cap exhibits signs of char at the location of the fracture and around the output area. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.